Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, orders not crossing over correctly, prompting nurses to pull the wrong dose. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over to the station properly. A technical support specialist attempted to retrieve information related to the provided sample identifications (ID), but no matching data was found. The tss verified against order ids, visit ids, and patient ids, but none had crossed over to the station. The customer confirmed that assistance was received during the day via a support call, and the issue was resolved. The system functioned as intended after the technical support specialist checked the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, orders not crossing over correctly, prompting nurses to pull the wrong dose. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.